Event description:
It was reported while using the cool path duo catheter, the irrigation port broke. The physician advanced the catheter into the pt however, before ablation, the irrigation port was noted to be broken. The catheter was removed from the pt and the procedure was successfully completed with a different device. There were no pt complications.

Manufacturer narrative:
A cool path duo 7f catheter was received for eval. Visual inspection revealed the luer extension tube was broken at the handle edge and the fluid lumen was detached. Functional testing of the device could not be completed due to the broken luer extension tube and detachment of the fluid lumen. Review of the device history record confirmed this device met manufacturing requirements prior to shipment. The review revealed no non conforming material reports as well. The root cause classification is consistent with supplier quality. A quality improvement project was initiated to investigate the issue and improve the process. As a result, improvements to the tubing quality and improvements to the internal inspection process have been instituted. Sjm partnered with the vendor of the tubing and determined that the material was not processed with the necessary conditions to ensure optimum tubing quality; the process has been improved by the vendor in order to prevent potentially defective tubing from being utilized during the manufacturing process, sjm has additionally instituted a new testing fixture that improves our ability to detect the nonconforming tubing.